Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in left main trunk artery with moderate calcification and mild tortuosity. The 4.50x8mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, the balloon ruptured during the first inflation after 10 seconds at 18 atmospheres (atm). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Prior to use, the catheter was soaked in saline. The device was prepped (air aspiration) outside the anatomy prior to use. There was no resistance when protect sheath was removed. A 4.00x8mm nc trek was used to complete the procedure. No additional information was provided.